Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that they had undergone 3 implantable neurostimulator replacements or lead revisions and were scheduled for another one in a few months. One of the batteries went from full to 6 percent in 4 months because there was a problem with the lead. The patient said that she fell down one stair and ¿exploded glass¿ inside her body. The subsequent surgery was successful. The patient was receiving effective therapy. The issue was resolved at the time of the report. Additional information received from the manufacturing representative reported that he incidentally encountered this patient in the lobby of a pain management physician¿s office. The patient told him that they had an implanted device and the ¿exploding glass¿ was the implantable neurostimulator that ¿exploded¿ when she fell down one step. The patient did not specifically note which devices were removed or deactivated.